Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Customer reported a cleo 90 infusion set was missing its adhesive circle, which was observed during use. Blood glucose was observed to be "abnormal high" prior to lunch using a personal blood glucose test. Insulin was administered through the infusion set during lunch, which was when the customer observed that it leaked onto their shirt. The event was resolved by changing the infusion set.